Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. The set screw had a rounded socket and was found in the connector bore. Concomitant medical products: 6947-65 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the physician was unable to advance the lead tip past the device grommet/set screw. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.